Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking past the o-rings from the reservoirs. The customer stated that the he tossed out the reservoirs. No further info was provided.